Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) and the implantable cardioverter defibrillator (ICD) classified it as atrial tachycardia/ atrial flutter (at/af). Review of the data revealed that the episode had a significant lower amount of atrial sensing (undersensing) which causes a different av and va pattern as the other episodes. The retrograde patterns (v to ab) are not used within the pr-logic diagnostics as such the onset of a vt was misdiagnosed. The atrial onset is a polymorphic atrial tachycardia (at) with different onset in which the filtered electrogram (egm) may cause undersensing. The device remains in use. No patient complications have been reported as a result of this event.